Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that the helix mechanism of this lead was tested prior to implant. However, once positioned in the patient, the helix would not extend after 50 turns of the fixation tool. This lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.